Event description:
The articulating fan retractor (endo retract ii) was used during robotic assisted right adrenalectomy. During the procedure, pieces of the articulating fan retractor were seen in the surgical area. All pieces were removed and were complete from the part that was missing from the retractor. Product ref (B)(4); lot #3p4e0558x; expiration date: (B)(6)2019.